Event description:
A call to technical services was made on 11/13/2013 stating that on a routine changeout schedule, the representative found out that this lead was bad and the physician observed patient's vasculature was occluded on left side. The patient was pacer dependent. The physician elected to close pocket and leave the previous device implanted. The physician was dr. (B)(6) at (B)(6) hospital, (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).